Manufacturer narrative:
One opened and 38 unopened knives were received or the report of dull blades. Opened sample was visually inspected and was found to be conforming. Functional penetration testing was then performed and found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all visual and functional testing. No further investigative or manufacturing actions are warranted at this time due to that the returned samples met specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufactured products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that ophthalmic surgical blades were noted to be dull. Procedure details and patient details were not reported. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in section h.2, b.5, d.9, h.3. The manufacturer internal reference number is: (B)(4).

Event description:
New information has been received indicating multiple blades were noted to be dull from the same lot, procedure was completed on the same day of surgery without any patient harm with other blade from another set of lot.